Event description:
Instrument failure - the reamer seized up while reaming the glenoid despite all the precautionary steps being broken.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.